Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the black box and alarm history showed no evidence of any communication alarms. There were several loss of prime warnings related to the pump not being primed after powering on observed on (B)(6) 2014. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no alarms being duplicated. There was no evidence of internal moisture or damage to the printed circuit board found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service alarm relating to communication. The reporter stated that the call service alarm could not be found in the device's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.